Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an insulation issue as insulation was exposed when coming out of the pocket. The sensing and threshold were normal. A lead repair kit was used, and lead remains in service. No additional adverse patient effects were reported.